Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue with the 2nd and 3rd buttons on the top row. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information b5: the issue was with 2nd and 4th buttons on the top row. No additional information is available. Additional information: h6, h11: h11: a service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the keypad was replaced. Review of the prior service record indicates that all service actions were completed during the prior return. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the 2nd and 4th buttons on the top row need repair" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found that it was difficult to operate second and forth softkeys from the left. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.